Event description:
The clinician reports, the implant was inserted (B)(6) 2023 in ada 5. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, fracture of the implant was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event, the patient experienced: mobility and inflammation. No further patient complications were reported.